Event description:
The customer called technical support (ts) reporting that the device has a pressure regulation high error 1109 code message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the caller to replace solenoids 2 and 4 and if that does not resolve the issue then replace the da pcba. Provided part numbers for solenoids and da pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.